Event description:
Clinical assessment: a 65-year-old patient underwent high-risk surgery under impella cp support. When patient was in ICU, hematoma noted at right groin site. Pressure was held which resolved hemotoma. However, soon after pressure was released, groin began to ooze which proceeded to get worse. There was one csc call regarding suction alarms on the day of insertion.p-levels were changed numerous times and the lv/ao waveform never decoupled. Mc responded appropriately to every p-level change. The lv diastolic number changed significantly throughout the p-setting changes. Lv numbers were 96/-16 at p8 and changed to 95/-39 at p4. Csc advised that the suction alarms could be related to the position with the changes in the lv signal at various p-levels. Unlikely rv failure with pa pressures of 54/23 and a cvp of 14. Pt is being weaned off levo, no other inotorpes/pressors were utilized. Echo was planned and center was encouraged to call back if needed. Patient became unstable requiring epinephrine. Patient immediately taken to the or. Upon arrival to the or, groin was fixed by surgeon but patient remained unstable. Chest was opened and graft anastomosed to the aorta and tunneled out to the left supraclavicular space. Patient remained unstable requiring multiple blood products and surgical field view obstructed due to blood. 5.5 attempted to be advanced but patient remained unresponsive to medical therapies. Surgeon at this time elected to place patient on cardiopulmonary bypass. Upon going on bypass, surgical field was cleared and revealed perforation in the left ventricle. Patch was done and proceeded with bypass. Impella cp was removed and impella 5.5 inserted. Patient taken off of cardiopulmonary bypass and taken to cvicu. Impella was 5.5 succesfully weaned and explanted. Hematoma is a known device-related complication documented in the instructions for use (IFU) due to vascular access and anticoagulation requirements. The impella cp will be coded for hematoma and major bleed. The impella 5.5 will be coded for cardiac perforation.

Manufacturer narrative:
This report is being submitted to provide the clinical assessment, investigation summary, and to relate the impella 5.5 MDR. B5 is being updated to include the clinical narrative which was not included in the initial report. The revised b5 provides a complete event narrative. Related medical device reports: this impella cp device report is one of two devices associated with the event. An MDR will be generated and submitted for the impella 5.5 with serial number (B)(6). Investigation summary: access site adverse event/hematoma & major bleed: hematoma noted at right groin site. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot: 1970074. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient was in the ICU, with a hematoma observed at the right groin site. Manual pressure was applied, resulting in resolution of the hematoma. Shortly after pressure was released, oozing from the groin site developed and progressively worsened. The patient became hemodynamically unstable, requiring epinephrine. Patient immediately taken to the operating room (or). Upon arrival to the or, groin was fixed by surgeon but patient remained unstable. Chest was opened and graft anastomosed to the aorta and tunneled out to the left supraclavicular space. Patient remained unstable requiring multiple blood products and surgical field view obstructed due to blood. 5.5 attempted to be advanced but patient remained unresponsive to medical therapies. Surgeon at this time elected to place patient on cardiopulmonary bypass. Upon going on bypass, surgical field was cleared and revealed perforation in the left ventricle. Patch was done and proceeded with bypass. Impella cp was removed and impella 5.5 inserted. The patient was successfully weaned from cardiopulmonary bypass and transported to the cardiovascular intensive care unit (cvicu) in stable condition. The pump was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.